Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. A potential root cause could be associated with a manufacturing assembly error caused by operator. During assembly, the cassette sub-assembly was not correctly positioned in the fixture as required per the assembly work instruction, which led to a reversed tubing connection between the drip chamber and the rotating luer lock. Both components (the drip chamber and the luer lock connector) are assembled at the same station, and the operator performed a reversed assembly. An internal investigation has been opened to address this issue. The current process controls detection includes 1) sampling visual inspection pre-pouch sealing and final physical area, 2) 100% in-process visual inspection: performed during the manufacturing process, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch review could not be performed as the affected batch was not provided.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause was determined to be the sequencing of assembly stations where the rotating male luer connector lock and the white drip chamber were assembled in mirrored positions which led to operator confusion and incorrect component placement. An internal investigation was opened to address this issue. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.

Event description:
The following has been reported: clinical implementation specialist at fresenius kabi reported: "I am at a site visit at (B)(6) hospital (B)(6). On (B)(6) approximately 1345hrs I spoke with the chief crna (B)(6) who shared the following details regarding a no harm incident that occurred "sometime last week". The crna was called to support an urgent surgical case that came in through the ER where the patient was received with an IV line that "had been strung by the ER nurse" (referring to an ER nurse setting up and priming an ivenix primary set (set003225). Upon receiving the patient, the crna noticed that the set was manufactured incorrectly noting that below the drip chamber, the rest of the primary line "glued together upside down". See below the sequence of parts on that tubing set as described by the crna. -spike. -drip chamber. -y site (facing downwards). -y site (facing downwards). -upside down cassette. -distal end with luerlock connected to patient. Reports that there was no delay in care or harm to the patient. The corrective action was to throw out the set and set up a new infusion. The set was not retained, and they do not have any details regarding lot #s. (B)(6) 2025 - clinical implementation specialist at fresenius kabi reported: it was shared with me that the tubing set was fully primed and connected to the patient (by gravity) and the receiving anesthetist noticed when he attempted to attach something to the set. A preliminary review identified the following issue: misassembly - components reversed an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.